Manufacturer narrative:
The complaint investigation is underway.

Event description:
It was reported that during the tcar procedure, a dissection was observed in the left cca after multiple attempts to advance the guidewire. The physician used an additional stent to address the dissection, and the procedure was completed successfully with no report of patient harm. It was also noted that the physician had difficulty with inserting multiple devices into the patient's vasculature due to "rough arteries".

Event description:
It was reported that during the tcar procedure, a dissection was observed in the left cca after multiple attempts to advance the guidewire. The physician used an additional stent to address the dissection, and the procedure was completed successfully with no report of patient harm. It was also noted that the physician had difficulty with inserting multiple devices into the patient's vasculature due to "rough arteries".